Manufacturer narrative:
The device has been returned to medtronic (B)(4). However, the product analysis has not yet been completed.

Event description:
It was reported that a m4 microdebrider was "getting heated" prior to use. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Date of this report: 10/05/2016. Describe event or problem: additional information received: it was confirmed that the heating experienced was gradual; exceeding 1 minute. Initial reporter: name and address: (B)(6). Date received by manufacturer: 11/2/2016. Product evaluation: incoming inspection found no physical damage. Evaluation found that the motor/cable assembly was faulty and requires replacement. The handpiece is completely dead; not running at all. Pre-repair temperature testing could not be performed. The device is awaiting approval from customer for repair. (B)(4). Usage of device: reuse. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was confirmed that the heating experienced was gradual; exceeding 1 minute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.